Manufacturer narrative:
The insulin pump received compromised force sensor system alarms during the prime/compromised force sensor system alarm test at 3.5lbs due to moisture damage inside the force sensor resistor. The pump had a cracked case above corners of the display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that insulin is shooting out of the infusion set. Customer's blood glucose was 150 mg/dl. Customer stated that insulin was squirting out during the manual prime process. Customer stated that she was receiving a compromised force sensor system alarm. Customer stated that the pump was not bumped or dropped. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will have to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer stated that she does not have a back-up plan. Customer was advised to call her health care provider or visit the local emergency room for treatment.